Manufacturer narrative:
The srt replaced the light-emitting diode (led) on the battery module. The device operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the 24 volt (v) indicator on the battery module would not light up. There was no patient involvement.